Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was contamination on the cable to suggest improper reprocessing as a contributing factor. Additional related observation(s) not reported by site: the instrument was found to have dried, white residue on the clamping pulleys for input(s) axis # 5, axis # 6, axis # 7, located inside the backend of the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of the white dried residue was attributed to the user.

Event description:
Refer to h11 for follow-up information.